Manufacturer narrative:
After further investigation of the reported issue, physio-control observed an event code which is likely related to the reported issue. Physio then replaced the main keypad assembly as a result and observed proper device operation through functional and performance testing. After further evaluating the main keypad assembly, it was confirmed that it did cause an intermittent failure to deliver defibrillation energy as the defibrillation charge was disarmed; however, further component cause could not be determined.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while testing their device, they observed a consistent "connect electrodes" message and were unable to defibrillate when prompted. There was no patient use associated with the reported event.